Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt cable had tears in the y-connector and on the covering. The cable was returned to the MFR and exam of the cable revealed damage to the outer jacket with exposed internal conductors in the white power lead and a damaged strain relief on the y-connector at the black power lead. The damage on the white power lead caused an internal conductor electrical short, which could result in power interruption on the power module, multiple alarms, and system shutdown. The pt was provided another pt cable. The pt continues on lvad support with no further issue reported.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt pt cable (lot# 35087360312) is not known to the MFR as the pt cable is not labeled for single use. The report of tears at the y-connector and on both power leads was confirmed during the eval of the returned 14 volt power module pt cable. During eval of the returned cable, yellow wrench, red battery alarm-symbols and power interruptions on the test power module were observed. The eval of the returned 14 volt power module pt cable revealed two damaged areas on the cable's outer jacket. The damage to the cable's insulation could be mechanical in nature, possibly due to pet bites. The insulation was removed at the suspect areas and several damaged internal conductors were noted. The insulation of the wires were damaged and the internal conductors were exposed, which caused an intermittent electrical short circuit to the cable's shield resulting in a system malfunction. No further info is available. The MFR is closing its file on this event.